Manufacturer narrative:
Reference record (B)(4). Additional information added to b2, b5, g2, and h6. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
Additional information received on 28 jun 2024 from a healthcare professional: a healthcare specialist reported that the patient was treated with intravenous antibiotics for the intestinal perforation. It was reported that there was no connection between the duodopa tubing and and the perforation. The patient did not undergo any tubing changes prior to the intestinal perforation.

Event description:
On (B)(6) 2023 a patient in germany underwent a procedure for the placement of percutaneous endoscopic jejunal tube (j-tube). In (B)(6) 2024 the patient experienced a duodenal perforation. It was unknown if the duodenal perforation was related to the j tube. No additional information was available. Abbvie conservatively reported the event of intestinal perforation.

Manufacturer narrative:
Reference record (B)(4). The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Conservatively, abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. It was unknown if the device involved in the event was discarded or will be returned; therefore, a return sample evaluation is unable to be performed. However, if the device is received, a follow up report will be submitted upon completion of the return sample investigation. An intestinal perforation is a known complication of a j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.